Event description:
The stem broke. First bilateral surgery in 1995. Second surgery in 1997. Cup replacement surgery in 2001. Change from atoll cup 23 to a duraloc cup 28. The stem broke in 2003. Replacement with a corail ii/extra long neck head.